Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit optical fiber connector is damage.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed, and stated parts replaced due to damage to optical fiber connector cbl assy, fo sensor extension). Inspection results based on the inspection record sheet show good results. The defective components were received for further investigation. The failure analysis and testing department inspected a cbl assy, fo sensor extension and observed the extension was crushed/broken. No further test can be done due to the broken extension. Retaining the cbl assy, fo sensor extension in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.